Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9733877, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The system was performing as intended and no hardware parts were replaced. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The manufacture date was not available at the time of the event.

Event description:
Medtronic received information that, while outside of a procedure, the application software would not boot on the planning system. There was no patient present when this issue was identified. No additional information was provided. Additional information was received. It was reported that the correct event date is (B)(6) 2020, not (B)(6) 2020. The event description has been updated to reflect this.